Event description:
Pt presented to dr's office 10/24/96 with pain and loss of flexion of knee. At time of surgery, both meniscal bearings were broken and patella worn. Required replacement of bearings and patella.